Event description:
It was reported that the right ventricle lead had t-wave oversensing and noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. It was noted the helix was disengaged from helical channel, the inner tubing was kinked/buckled, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and mechanism (sleeve head) and there was tissue on the helix.